Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a dent at the limit mark of 75cm insertion section led to the channel being deformed and partially narrowed and caused a partial narrowness of the biopsy channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a clogged forceps channel, and a black foreign substance came out. The reported issue occurred after brushing the channel three times during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed at this time. The customer explained that the foreign matter that came out of the channel was discarded prior to the device return. The customer further explained that after this incident, the oer-5 machine was cleaned and no other occurrence of foreign matter was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.